Event description:
It was reported that the pt was presented for a neck, chest, and abdomen CT study and that 130 ml of non-ionic insovue 300 apparently extravasated without the eda detecting the extravasation. The pt was treated with ice and massaged and released home. During a f/u the following day, the swelling had decreased and it was determined that no further medical intervention was required.